Event description:
It was reported that doctor removed a genesis ii knee from patient due to infection.

Manufacturer narrative:
The affected legion cr high flexion insert, legion ha porous cr femoral component, genesis ii np tibial baseplate and genesis ii resurfacing patellar component were not returned for evaluation. The devices were manufactured in 2014 and 2015. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. Products were sterilized according to sterilization release documentation from quality control. A clinical evaluation noted that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no clinical assessment can be performed at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.